Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call indicating two air bubbles in infusion set. Customer's blood glucose was 267 mg/dl. Customer reported that air bubbles were 1/8 of an inch in size. During troubleshooting, customer was instructed to deliver a 5 unit fixed prime until air bubbles were no longer visible. Customer reported that pump was not rewound with reservoir in place and insulin was room temperature when used. After troubleshooting, customer was advised to monitor issue.